Event description:
Inbound. Per spouse, cadd cassette 100ml with flow stop alarming no disposable clamp tubing on both pumps, alarmed resolved by switching to new cassette. No further details provided.